Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (target lesion exhibited occlusion). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (target lesion exhibited occlusion). (B)(4).

Event description:
During the surgery physician used endeavor resolute rx 4.00mm x18mm device to treat an occluded lesion in rca. The device could not pass the lesion, which was pre-dilated. The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. The physician used a new product (same model) to complete the surgery. No patient injury noted. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 5th distal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).